Event description:
Anesthesia was putting pt to sleep when all monitors went off. Bmet was called and came to the or room. A cable was noted to be loose on the drager anesthesia vitals monitor. Cable placed back. Some time later all monitors went down for a second time and bmet was called to the or. This time the monitor was completely replaced. Pt remained stable and was monitored with a zoll transport monitor.